Manufacturer narrative:
The lot was manufactured november 20, 2015 ¿ november 23, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an over infusion with a large volume infusor. The device was filled with fluorouracil. The expected infusion time was 44 hours but the device was empty in barely 24 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.